Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, low impedance was observed on the right ventricular lead. A kink in the lead was observed at that time. It was successfully capped and replaced.